Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, a specific cause of the patient lost consciousness when he was about to emerge from anesthesia could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed no olympus devices malfunctioned during the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that after a clinical demonstration of thoracoscopic mediastinal tumor surgery was completed with powerseal 5mm, 37cm, curved jaw sealer & divider, double-action and esg-410- electrosurgical generator, the patient lost consciousness for a few hours when emerging from anesthesia. Also, two days after the procedure, the patient developed diaphragmatic nerve paralysis that led to extended hospitalization. It is reported that medical intervention was suspected to be undertaken. The device was inspected prior to use and no abnormality was detected. The procedure was completed with the same device. The patient is currently in the hospital and is reported to be recovering.